Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise, similar in nature to external interference. The patient was not dependent on therapy and no inhibition was noted. The patient did not remember what they were doing at the time of the noise episode, so they were brought back in for system testing. Noise was unable to be reproduced through provocative maneuvers and all other rv lead parameters were within acceptable range. Previous x-ray imaging of the system indicated the right atrial (ra) lead had dislodged in the past, and the system was currently reprogrammed with the ra channel deactivated. Additional information provided from the field indicated oversensing of noise was continuing to occur on the right ventricular (rv) channel. After discussions, it was suspected the dislodged right atrial (ra) lead may be touching the right ventricular (rv) lead, thus causing the previously reported oversensing of noise. The rv channel also exhibited loss of capture, a slight decrease in pacing impedance measurements, and an increase in threshold measurements. Boston scientific technical services provided troubleshooting options to the field, and the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise, similar in nature to external interference. The patient was not dependent on therapy and no inhibition was noted. The patient did not remember what they were doing at the time of the noise episode, so they were brought back in for system testing. Noise was unable to be reproduced through provocative maneuvers and all other rv lead parameters were within acceptable range. Previous x-ray imaging of the system indicated the right atrial (ra) lead had dislodged in the past, and the system was currently reprogrammed with the ra channel deactivated. Additional information provided from the field indicated oversensing of noise was continuing to occur on the right ventricular (rv) channel. After discussions, it was suspected the dislodged right atrial (ra) lead may be touching the right ventricular (rv) lead, thus causing the previously reported oversensing of noise. The rv channel also exhibited loss of capture, a slight decrease in pacing impedance measurements, and an increase in threshold measurements. Boston scientific technical services provided troubleshooting options to the field, and the system remains in service. No adverse patient effects were reported. Additional information provided from the field indicated fluoroscopy imaging confirmed insulation abrasions underneath the clavicle for both the ra and rv leads. The entire system was deactivated and left in situ and surgical intervention was performed and a new pacemaker system was implanted on the other side of the patient's chest. No additional adverse patient effects were reported.